Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, explanted: (B)(6) 2016, product type: catheter. Analysis revealed the catheter body had a user related hole. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who received intrathecal baclofen 500 mcg/ml at a daily dose of 330. The device was returned after an unrelated death. No patient injury was reported.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# 0205580333, explanted: (B)(6) 2016, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.